Event description:
Three years post index procedure, the patient complained of chest pain and went to the hospital. A coronary artery angiogram was conducted and thrombus was observed in the implanted cypher stent within the lad. To treat the thrombus, aspiration was conducted and a bms (liberte, 3.5/22mm) was implanted by stent in stent. No other details of the procedure were unknown. One hour after the patient returned to the ccu, he complained of chest pain again, another coronary angiogram (cag) was conducted and thrombus was observed in the implanted cypher stent within the lad. To treat the 2nd thrombus, aspiration was conducted and thrombolytic agent was administered (urokinase 480,000u) and iabp was conducted. Eight days later, a follow-up cag was conducted, and no thrombus was observed in the implanted cypher stent in the lad. The patient was discharged two days later. Physician's comment: the possible cause of the 1st thrombotic event was because the patient stopped taking apt by himself. The possible cause of the 2nd thrombotic event was because the physician didn't aspirate all the thrombus completely during the treatment of the 1st thrombotic event. Index procedure: the procedure was an emergent case due to an acute myocardial infarction (ami). The lesion was left anterior descending artery (lad). The lesion was pre-dilated with a balloon (quantum maverick, 3.0/20mm) at 12 atm for 30 sec and then at 15 atm for 20 sec. The cypher (3.5/23mm) was implanted at 16 atm for 20 seconds within the lad. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was unknown and (3) after the procedure. Act was not measured.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.